Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly had a ventilator inoperable condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management pca was replaced and the software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device is currently being evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.